Event description:
Went to place a-line and the catheter was crimped, bent in 2 places/narrower in 2 places. Used another catheter with same lot and no issue, catheter was fine. Staff did not save packaging. FDA safety report ID # (B)(4).